Manufacturer narrative:
The insulin pump was received with motor error alarms during basic occlusion test and unable to prime due to faulty force sensor. Unable to perform occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump was returned with a cracked reservoir tube and corner of display window.

Event description:
It was reported by (B)(6), that customer was hospitalized for high blood glucose. The blood glucose reading at the time of the event was 470 mg/dl. Customer was diagnosed with diabetic ketoacidosis. Customer experienced nausea, vomiting and ketones. Customer treated with insulin drip. Nothing further reported.